Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Insulin pump therapy was resumed during the hospitalization and the patient has continued to use the pump with no reported subsequent events.

Event description:
The patient was hospitalized for pancreatitis, dehydration, elevated blood glucose levels, and dka.